Event description:
Baxter reports that the light blue holder of a minicap transfer set had a small cut in it after 2 months of use. The cut is 0.8cm. Dianeal did not leak out of the cut during use. There is no report of patient injury or medical intervention associated with this incident.